Event description:
It was reported that a post market clinical study pt with multiple myeloma underwent a kyphoplasty procedure on level t11. A cement extravasation in the inferior vertebrae to level t11 was noted. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with representative.